Event description:
On (B)(6) 2015 patient had a crash accident and fractured his knee, a primary surgery was conducted to correct the issue. It was reported that on (B)(6) 2015 a second stage surgery was performed due to the large skin defect of the wound and the exposed tendon. Debridement, transfer of the left medial perforator propeller flap of the lower leg, and free skin grafting of the upper leg.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this complaint from china reports an accident resulting in a fractured knee. An open reduction internal fixation was performed. From the original complaint, ¿during the operation, old middle fibula fracture was observed, and callus formed. After removal of callus at the fracture end, reduction was conducted, and then internal fixation was performed with the locking plate system after shaping. The old fracture of middle and lower segment of tibia was observed, with obvious separation and displacement of the fracture end, callus growth and obvious bone defect.¿ the surgery required a second stage done one month later. Three months later, a ¿tibial plate fracture¿ was discovered and casted. The cast was removed one month later. No clinical/medical documentation has been rendered to support the complaint. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. The impact to the patient cannot be determined beyond the surgeries and recovery. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.